Event description:
It was reported that the burr became stuck with the wire. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. During the procedure, the physician was unable to cross the calcified lesion. A 1.50mm rotapro and a rotawire were selected for rotablation, however, the rotapro console was unable to reduce speed under dynaglide mode. A new advancer and 1.20 burr were then used, but the same dynaglide issue occurred, and the guidewire also became stuck with the burr. The wire and burr were removed together, and the procedure was completed successfully using rotalink. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Inspection of the device did not identify any damages or defects. Testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. When the rotapro advancer was connected to the rotapro console and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm in dynaglide mode with no resistance or issues.

Event description:
It was reported that the burr became stuck with the wire. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. During the procedure, the physician was unable to cross calcified lesion. A 1.50mm rotapro and a rotawire were selected for rotablation, however, the rotapro console was unable to reduce speed under dynaglide mode. A new advancer and 1.20 burr were then used, but the same dynaglide issue occurred, and the guidewire also became stuck with the burr. The wire and burr were removed together, and the procedure was completed successfully using rotalink. No patient complications were reported.